Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 300 mg/dl to 400 mg/dl at the time of incident. The customer treated high blood glucose with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had keypad anomaly and also was exposed to moisture. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.